Event description:
It was reported that (1) device was used during a laparoscopic resection. It was reported by the affiliate that the h3tuv instrument had no function (no further details). Another instrument was used to complete the case. There was no consequence to the pt.